Event description:
It was reported that when the surgeon finished with the adenoids, when the scrub tech. Was trying to clean some char off of the wire, the wire broke. I got the tip after the case and it was indeed broken. It is uncertain if it happened during the case or during cleaning. The surgeon thought it may have happened during cleaning. There were no patient consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. Visual inspection revealed no anomalies with the returned device. Functional testing could not replicate the event reported. The cut and coag buttons activated upon pressing. The root cause could not be determined. Review of the lot history record revealed no anomalies.